Event description:
It was reported that the lead showed a slight increase in right ventricular impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The (B)(4) lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold impedance alert on (B)(6) 2010. Defib impedance = 104 ohms (alert limit = 100 ohms); 7544 v-sics (short interval count) since last session ((B)(6)), average of 50.6 sics/day; 5 short v-v cycle episodes (<220ms period) noted between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.